Event description:
It was reported that during an esophagectomy procedure, the articulation lever could not function properly at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).yoke teeth. The analysis showed that the (B)(4) device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device. The reload was received unfired. The clamping was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the yoke teeth and the left articulation gear teeth were found broken. The damage to the yoke teeth can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.